Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was at 200 mg/dl. The customer states that the sensor will alert them with a low alarm of 40 mg/dl but in reality their blood glucose will be normal. The customer could not give any more details because they were driving. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.